Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After a non-bsc guide wire crossed the lesion, checking was performed with intravascular ultrasound (ivus). Pre-dilation was then performed with a 7mm x 40mm mustang¿ balloon catheter and a 10mm x 60mm non-bsc stent was deployed. A 9.0 x 40, 75cm mustang¿ balloon catheter was then advanced for post-dilation; however, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. Another 9.0 x 40, 75cm mustang¿ balloon catheter was then advanced for post-dilation and the procedure was completed. There were no patient complications reported and the patient's status was good.